Event description:
Baxa corp received several customer complaints regarding a leak from the base of the 12 port valve assembly included in the tubing kits for use on the baxa pharmacy compounding device, micromacro and exacta-mix 600. There have been no reports of injury or death associated with this type of leak.